Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that there were a lot of short interval counts (sic) and non-sustained tachycardia (nst) episodes on the right ventricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.